Event description:
It was reported that the implantable pulse generator (ipg), which has been implanted greater than 5 years, was pacing asynchronously after defibrillation. The device was programmed to aai mode to provide therapy. The device has since been explanted and replaced due to upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.